Manufacturer narrative:
(B)(4).

Event description:
The patient's system was explanted because she developed an infection and cellulitis. A new system was implanted on the opposite side. Additional information has been requested, a follow-up report will be sent if additional information becomes available.